Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the device was returned and analyzed. The device did not meet expected longevity. Analysis results of the device and internal components were as expected for a pacemaker at eri (elective replacement indicator). Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Continuation: 6949 defib lead 2007-(B)(6); 4194 non defib lead 2007-(B)(6); 5076 non-defib lead 2007-(B)(6); (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. It was also noted that there was high impedance and noise oversensing on the right ventricular (rv) lead. The lead remains in use. It was also reported that the device had unexpected longevity. The device was explanted and replaced. No further patient complications have been reported as a result of this event.